Event description:
Epic ii bed checked according to customer complaint that bed was not working. Bed exit and scale do not work. Bed was checked and cpu board was found to be the root cause. No pt involvement or adverse consequences were reported.